Event description:
It was reported that, during the implant attempt, the lead had fixing difficulty because the helix appeared bent under fluoroscopy. The lead was not implanted. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the helix of the lead was extrinsically bent. Lead returned with the helix bent/extrinsic. This damage prevents helix functions. (B)(4).